Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/17/2015. Retain product was tested and a deficiency was previously identified for pt/inr cartridge lot t15039 for suppressed results (star outs) and is being addressed under exception report# (B)(4). The deficiency identified is not for unexpected results per customer complaint. Therefore the issue is not related to the customer complaint. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who reported an unexpected result on I-stat pt/inr with a patient. With only one I-stat inr result of 1.3 the physician proceeded with a biopsy on the patient. The customer states the patient had a bleed and was admitted to ICU, and later discharged. There was no patient information available at the time of this report. The customer is unwilling to provide additional information. Return product is not available for investigation. (B)(6). Based on the information available at the time there were no extented injuries associated with this event. At this time there is no reason to suspect a malfunction exists. However, apoc has determined that an adverse event occured in that the patient was biopsied based on one I-stat result that was above the normal values. Per I-stat system manual ((B)(4)): prothrombin time/ (pt/inr) inr expected values are: 0.9 - 6.0* *the performance characteristics of the I-stat pt/inr measurement have not been established at inrs above 6.0.